Manufacturer narrative:
The returned product was evaluated and found the cannula assembly fully deployed. The exposed portion of the soft cannula appears to have a hole near the distal tip. Due to the damage sustained by the cannula, cause of leaking during wear could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 145185caw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 or above 13.9, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 or above 13.9, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 350 mg/dl after wearing the pod between 4 and 24 hours on the hip/buttocks. Hyperglycemia treated by patient with a manual injection with an insulin pen (exact amount was not provided). The patient was able to smell and feel insulin at the site.